Event description:
It was reported that the patient¿s implantable neurostimulator (ins) showed ¿sudden and high¿ battery depletion. The depletion was reportedly premature. Follow-up had been scheduled to perform impedance measurement, system check and possible reprogramming of the ins. There was no information on therapy effectiveness and patient well-being. The depleted battery was subsequently replaced. It was unclear if any troubleshooting was done prior to the replacement. Interrogation of the device post-explant indicated the ins had depleted to an elective replacement indicator (eri) status in 8 months and had not yet gone to end-of-service (eos). It had been programmed to 3.9v, 210's and 130 hz on electrode pairs c+, 0-,1-,2-,3- . Longevity calculations using the patient's settings and an estimated group impedance of 400 ohms, indicated the ins exceeded the longevity calculation estimate of eri at 7.71 months. If additional information becomes available, a follow-up report will be submitted. Patient was implanted with a bilateral system. Information also reported on patient's other ins in manufacturer's report # 3004209178-2014-21458.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was received with the eri bit set. The battery had recovered some (2.88 volts) after the output had been turned off for a time and there was very little drain on it. The ins passed functional testing. A longevity estimate of 7.71 months to eri and 10.71 months to eos was calculated based on the reported parameter settings and a default impedance of 400 ohms based on the number of active electrodes that were being used. According to the trace report the battery depleted to eri in 8.0 months ((B)(6) 2014) and had not yet gone to eos. This exceeds the calculated longevity estimate and indicates that the ins reached a normal eri condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.